Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three events were reported for this quarter. Three devices were received for evaluation. One event was confirmed. One device was found to be affected by disassembly. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. One device evaluation is in progress. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device disassembled. Two reported events had no patient involvement; no patient impact. One reported event had user involvement; user received lacerations on the hand when the device disassembled; however, no further adverse consequences.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: manufacturer's evaluation. 1 previously reported event is included in this follow-up record. Product return status: 1 device was received for evaluation. Evaluation status: 1 event was confirmed during testing. 1 device was found to be affected by a detached nose tip. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device disassembled. 2 reported events had no patient involvement; no patient impact. 1 reported event had user involvement; user received lacerations on the hand when the device disassembled; however, no further adverse consequences.